Event description:
It was reported by the caller that the guidewire came unraveled during insertion and remained in the pt when the guidewire was removed. The catheter had been trimmed prior to insertion by the clinician. The fragment was later removed from the pt under fluoroscopy.